Event description:
It was reported that a novum iq large volume pump produces error messages and shuts off. This issue was also described as the device losing power and an error message. The process step during which this event occurred was unknown and it was unknown if a patient was connected at the time of this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by loading a set and running an infusion and it was determined that the infusion ran successfully with no system errors or alarms encountered. The pump did not shut down without being prompted to. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.